Manufacturer narrative:
A follow up report will be submitted once the evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their atlas device would shut down during use without warning. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4). The customer did not provide any patient information.

Manufacturer narrative:
The device was returned to welch allyn for evaluation. Product service confirmed the customer complaint of device shutting down. The cause of this failure was a bad battery. The battery was tested and was found to not have sufficient capacity. A new battery was installed and the device functioned as intended. No further investigation will be conducted.